Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. This supplemental report is being submitted to correct in the initial report and provide additional information. Correction in the initial report was made as follow. Olympus re-evaluated the event reported in the initial report and determined that the internal buffer write error is not a MDR reportable malfunction. And olympus also re-evaluated the event unreported in the initial report that a screw inside the device was torn off was reportable malfunction. Additional infomation was as follow. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported image abnormality was caused by the defect of the circuit board due to aging or external stress. And omsc also guessed that the event that a screw inside the device was torn off was caused by the external stress. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information and to correct information provided on previous reports.

Manufacturer narrative:
The subject device were returned to olympus repair center. Olympus repair center confirmed the following by the evaluation of the subject device; failure of a circuit board of the subject device was noted. There is possibility that the failure of the endoscopic image was caused by the defect of the circuit board of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the followings occurred in the subject device. Internal buffer write error occurred. The endoscopic image at the bottom of the monitor was cut of when using with gif-hq190. The endoscopic image flickered and had interference stripes when using with ch-s190-xz-e. There was no report of patient injury associated with this event.